Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed that noise occurred and no image was displayed because the cable unit was crushed. Additionally, the following failures were identified: there is a cut on cable unit. The most probable cause of the identified failures is cause traced to component failure. However, a definitive root cause cannot be identified. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): to prevent damage to the cable, avoid coiling the cable with a diameter less than approximately 20 cm. A loop may form when the cable is wiped. If the diameter of the loop is smaller than approximately 10 cm, do not pull on the cable. Instead, rotate the camera head device to undo the loop. Pulling the loop forcefully may result in damage to the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during an unknown procedure that the subject camera head device was not functional. There were no reports of patient harm.

Event description:
It was reported during an unknown procedure that the subject camera head device was not functional. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.